Event description:
Caller reported a cgm error identified as error 42 during their sensor session. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, after which the cgm error code did not appear again, allowing the caller to successfully start their sensor session.